Event description:
Covid swab test performed. Pt experienced headache, trace bleeding and tearing of the eyes. Pt also complained that she "felt something in her nose". Later that day pt had ringing in her ears. Pt also noted that after 4 days following the test her left nostril "still hurts". The floqswabs copan flocked swabs was used. Lot # 192020, exp 05/2024. FDA safety report ID # (B)(4).